Manufacturer narrative:
(B)(6). The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported that on (B)(6) 2014, at 7:30 a.m. She received an e-1 message on the display of her adc blood glucose meter. Customer further reported experiencing "thirst, weakness, and frequent urination", and contacting her health care provider at 9:45 a.m. There was no report of treatment for the reported symptoms. The next morning, (B)(6) 2014 at 11:00 a.m., the customer self-presented to a local health clinic and was diagnosed with hyperglycemia. Customer "took 8 units of apidra insulin through her pump" and "15 more units at home after eating". There was no report of additional treatment received. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The meter was returned and investigated with control test strips. The complaint was not confirmed and no new issues were observed. All results were within the range specification and no errors were observed during control solution testing.